Event description:
It was reported that the right ventricular (rv) lead was oversensing noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: product ID 5076-52, implantable pacing lead, implanted: (B)(6) 2003. (B)(4).